Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing drivelline faults and exchanged their controller.

Manufacturer narrative:
Section h1: correction. Seciton d4, h4: additional information. Manufacturer's investigation conclusion: review of the log file downloaded from the returned controller confirmed the report of driveline fault alarms. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. A controller exchange was performed to troubleshoot driveline fault alarms reported on 12feb2020. The driveline fault alarms reportedly continued following the exchange. The patient was discharged from the hospital on an ungrounded patient cable as of 24jun2020 following a driveline repair (refer manufacturer report number 2916592-2020-00001 for information regarding the driveline repair following pump stops). The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number: 2916592-2020-00001. Section a1, a2, a3, a4, d4, d6, d8: correction.